Event description:
It was observed that during the device evaluation the gastrointestinal videoscope exhibited scope communication error. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation a definite root cause could not be identified but it was normal after replacing the universal plug unit and the printed circuit board cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.